Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose of 354 mg/dl after a recent supply change in which a different infusion set type was used, and troubleshooting included guided set replacement with fill tubing and fill cannula, after which insulin delivery was confirmed to have resumed. Symptoms included elevated blood glucose without reported acute illness. Outcomes included customer education and resolution steps with monitoring. Investigation included technical support troubleshooting and user re-education on set change and infusion setup. Investigation of this case revealed no device alarms and that the event was consistent with interrupted or inadequate insulin delivery prior to the set change, with blood glucose questionnaire obtained. It was concluded that the event was due to an unclear cause related to insulin delivery at the infusion site, with restoration of therapy following the set change and ongoing follow-up for glucose regulation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.